Manufacturer narrative:
(B)(4). Initial reporter¿s phone number: (B)(6).

Event description:
On 27jul2020 a patient (pt) in (B)(6) reported a diagnosis of od corneal ulcer in (B)(6) 2017 while wearing the acuvue® clear¿ brand contact lens. The pt reported the od ¿survived the ulcerative keratitis,¿ but it took about a year to heal with treatment provided by the treating eye care provider (ecp). The pt advised there is a ¿mild scar¿ visible on the od cornea. The ecp advised the pt to switch to a silicon hydrogel contact lens, so the pt began to wear the acuvue vita brand contact lens. On 31jul2020 the pt refused to provide any additional information. No additional medical information was provided. No additional medical information is expected. The od corneal ulcer event is being reported as a worst-case event as we were unable to verify the pt¿s diagnosis and treatment. The lot number for the suspect od lens is unknown. It is unknown if the suspect od contact lens is available for return for evaluation. If any further relevant information is received, a supplemental report will be filed.